Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes and slow rates. The sensing vector was set to the primary vector. The high energy shock impedance was 125 ohms, which is high but within normal limits. Also, there was no latitude alert for one of the shocks because the device was checked by a programmer around the same time. Technical services reviewed the data and advised some testing options. There were no additional adverse patient effects. The system remains implanted.